Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with top case cracked/chipped by the front left bottom corners. Cracked battery door and visible contamination. The tamper seals were broken. There was no evidence of the error recorded in the event history log (unable to view ehl due to constant alarm with no display). The customer reported problem was verified/duplicated during functional testing. The device powered up with constant alarm and with no display. The investigation found that the blank screen with constant alarm was caused by incorrect process for software update by customer. Reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete. For corrective action a software upload from the base unit (interconnect board) to the head unit (main board) was done by performing power point process. The root cause was traced to the customer. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Additional information: no patient involvement was reported. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a blank screen and alarming. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.